Manufacturer narrative:
(B)(4).

Event description:
It was later reported that this reporter noted a por (power on reset) condition. This reporter cleared the por last wednesday and the problem was resolved. The patient's ins (implantable neurostimulator ) is reading "low" on the 8840 ins longevity section and the hcp (healthcare provider) is planning to replace the ins based on that.

Event description:
Additional information received noted that there was no known cause of the por (power on reset). It was noted that the patient had the battery for over 7 years and was reading low and was scheduled for a replacement on (B)(6). Regarding patient outcome/status, it was noted: "reset and was working when patient left office." Regarding if the low battery was due to normal battery depletion, it was noted: "yes".

Event description:
It was reported the patient was not able to adjust stimulation. The patient programmer displayed a ¿call your doctor¿ icon and a pow ER-on-reset (por) condition was reported. The por code was noticed 3 to 4 days prior. The patient had known that their implantable neurostimulator (ins) battery was low. The patient had no stimulation sensation. The patient stopped feeling stimulation a couple weeks prior to report. The patient did not notice any return or change of urinary symptoms. The patient¿s ins had been hurting the patient since the night prior. It was stated the patient hurt in their hip and lower stomach. The patient had not had any falls or trauma. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v014077, implanted: (B)(6) 2006, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).